Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident / stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 66-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. The patient developed a hematoma around the impella access site during pump support. It was noted by the physician that the patient was thrashing around leading up to the development of the hematoma. As the patient showed improvement in their hemodynamic status, the decision was made to explant the pump.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. Product was not returned for review. Based on clinical description, the cause of access site bleeding was most likely due to patient movement.